Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt for a tae (transcatheter arterial embolisation), and inflated the occlusion balloon to 5mm to occlude the vessel. The physician then delivered lipiodol into the vessel and the occlusion balloon deflated unexpectedly. The physician continued the case without protection.